Event description:
The pt was admitted to surgery for gleich calcaneal osteostomy. Evans opening wedge osteotomy with bone graft. Fusion of navicular cuneiform joint with bone graft, and repair and plication of tibialis posterior tendon on 30 sept 1997. 3 months later the pt was complaining of localized pain in the area of the plate. The surgeon went back into the foot 5 months after the original surgery to remove the plate. Which at that point was fractured.